Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient coughed frequently and made abnormal noises in the throat. The tracheal tube cuff pressure was immediately monitored. The cuff pressure was lower than the normal value, and it was immediately inflated. After that, the cuff pressure dropped again. The doctor was immediately reported for evaluation and the anesthesiologist was asked to re-intubate. It was replaced with a new tracheal tube of the same origin, lot number and model. The intubation was successful and the patient's condition was stable.